Event description:
It was reported that while using bd facs¿ sample prep assistant waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the wash tower is flowing. Are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No list of parts shipped (include foc): no RMA required? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes, customer donned the required ppe while cleaning up the spill 4. What was the fluid that leaked/spilled? Waste and sheath fluid 5. What is the source of leak/spill? (Waste or non-waste line) waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no

Manufacturer narrative:
After further review MFR#2916837-2021-00059 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facs¿ sample prep assistant waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the wash tower is flowing. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes, customer donned the required ppe while cleaning up the spill. What was the fluid that leaked/spilled? Waste and sheath fluid. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.